Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-11281. It was reported the patient experienced ineffective stimulation with their scs system. As a result, surgical intervention took place in (B)(6) 2017 (exact date is unknown) where in the entire system was explanted.